Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. -return requested. Replacement axiem portable shipped to site. Medtronic investigation of returned suspect device finds not able to duplicate the "no lights on axiem box" issue. The axiem unit navigates intermittently. Diagnostics shows a current and noise fault on coils 4,5, and 6. The footswitch cable will not connect to the unit. Red status/no tracking - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A site representative reported that their navigation system axiem box was not working properly - there were no lights. No further details regarding the issue, or when it was discovered, were provided. There was no patient present when this issue was identified.